Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited high capture threshold. The lead was capped on jan 22, 2024. The patient was stable and asymptomatic.